Manufacturer narrative:
Since the initial report was filed, the investigation has concluded into the reported limb ischemia. The product was not returned for investigation. The cause of the ischemia was patient condition since both legs experienced the documented and treated ischemia. The patient was on reported vessel restricting medication which caused the limb ischemia. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the limb ischemia is on-going at this time. Upon completion of the investigation a final report will be submitted.

Event description:
A male patient was admitted in cardiogenic shock suffering from an acute myocardial infarction due to right coronary artery disease. An impella cp was placed after the patient deteriorated with no reflow to the coronary artery and active CPR being performed. The patient's leg began to suffer limb ischemia. The team chose to place another catheter for distal perfusion to the limb via the contralateral limb. The leg color began to improve and the impella remained on for support. In addition to the cp the patient had a right sided rp impella placed. His prognosis was not a good one. He had many medications on board that were causing vasoconstriction and was transfused with blood products .